Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with failed high voltage therapy. It was discovered that the patient's defibrillation threshold increased. The lead was explanted and replaced. The patient was stable before and after procedure.